Event description:
It was reported that this right atrial (ra) lead had noisy signals. This device remains in services. ¿this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)¿.